Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events error e216 (scope communication error code) and a black image were determined to be caused by a component failure. However, the definitive root cause for the white residue in the air/water (a/w) channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an error e216 (scope communication error code), a black image, and white residue in the air/water (a/w) channel. There was no patient involvement.